Event description:
This report is for use error-patient used same extension line for several days. The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the home choice (hc) during prime. The baxter technical service representative (tsr) had the home patient (hp) to pull the lines up and down, move the drain line he is using an extension line, same one for several days has turned the bags over, no kinks, has the clamps open and the error returned. The tsr had the hp change the extension line and back to prime. The error has cleared. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement, but there was no patient injury or medical intervention was reported. On (B)(6) 2011, (B)(4) spoke with the patient regarding the use error issue. The patient was informed that the extension line on the drain line is meant for single use only. The patient was advised to speak with the nurse regarding this issue. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint is use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.